Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(6) 2024 .the event 1 occurred within 3 days of insertion.the event 2 occurred within less than an hour of insertion.the patient replaced infusion sets and resumed insulin deliveries successfully.the blood glucose level was 72-137 mg/dl. No further information was available.